Event description:
It was reported that during total knee arthroplasty on march 2, 2006, prepatory instrument fractured. Broken tip section of the reamer was removed from the pt. No injury related to this occurrence was reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available. F4 - janelle wallace, director of risk management, f5- 740-380-8000, f6 - may 19, 2006, f8 - june 12, 2006, f9 - the age of the device is approx 6 months, f10 - pt event problem code - 2202, f12 - hospital. H6-100 & 68 other - examination of device shows evidence of fracture due to bending overload this report filed on june 12, 2006.